Event description:
Customer reported the system will not fluoro. No patient injury was reported.

Manufacturer narrative:
The service rep replaced footswitch, power supply and tested system by taking fluoro shots, saving and recalling images. System operating as intended.